Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered due to high pacing impedance on the right atrial (ra) lead. The plan was to replace the lead. No patient complications have been reported as a result of this event.